Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that the port of their handset was bent or broken, and they had to hold the ac power cord in place for the handset to charge. The patient then stated that for about the past 3 weeks when they were trying to connect to the pump it was lagging at 91%. Per the patient, they bolused 10x a day and it could take 10 minutes to connect to the pump. The patient also stated that the last time they had their pump refilled was in april or may 2024. A replacement handset with compatible wallet case was requested from the repair department. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd:, UDI#: h3. The handset device was returned as part of this investigation. However, analysis was not performed because the handset device was returned without a complaint and was scrapped before analysis could be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.